Manufacturer narrative:
The field service engineer (fse) observed the speaker failure. The fse determined that the speaker required replacement per the service manual. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.

Event description:
It was reported that there was an audio alarm failure. It is unknown if the device was in use on a patient at the time of the event, there was no adverse event reported.